Event description:
During troubleshooting for an unrelated alarm, it was discovered that there was air in the patient line. It was fond that the patient line clamp was closed at the start of therapy. As a result, the patient line was unable to be primed. The technical service representative advised the home patient to start over with new supplies to resolve the error. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. A review of the label for the product family will be conducted. Should additional relevant information be available, a supplemental report will be submitted.